Event description:
The physician used 8fr 3.5 xb (extra backup) guide catheter, a bmw steerable guide wire (sgw), a s'port sgw, a 3x23 over the wire (otw) cypher and a 2.5 x 23 rapid exchange (rx) cypher for lesions in the mid lad and diagonal arteries. Due to advancement difficulties caused by the device resistance, the physician ended up removing all the devices and replacing them to complete the procedure. There was no pt injury. The xb guide catheter was used to begin a "steep angle" take-off for the diagonal artery, which had some calicification. Both lesions were predilated with a maverick balloon. The bmw sgw was used for the diagonal and a s'port sgw was used for the lad. The 2.5 x 23 cypher was positioned in the ostium of the diagonal and the 3 x 23 cu[jer was positioned in the lad. When the physician tried to advance the bmw sgw, it would not advance because it was stuck on the cypher positioned at the diagonal ostium, which did advance either.